Event description:
Reporter indicated that vns patient recently experienced a "round of seizures" that "went into status" for "close to 40 minutes". The patient was reportedly admitted to the hospital emergency room at which time an MRI was reportedly performed. The patient reports that this type of seizure activity is normal for patient and that treating neurologist was still trying to stabilize their seizures with vns therapy and medications.